Manufacturer narrative:
6000144-2011-06260 evaluation summary: investigation of the returned device found that the needle tip was still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. Possible contributing factors for needle deflection that results in the posterior cuff miss include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure of a non-calcified common femoral artery was attempted using a perclose proglide device after a diagnostic heart catheterization. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.